Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading went up to 450 mg/dl. Customer reported that the insulin pump was exposed with water and had broken force sensor alarm. Customer stated that insulin pump was not turning on. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will be returned for analysis.